Event description:
Procedure: ventral hernia repair. According to the reporter: the tacker fired once and the handle jammed. The staff applied another device to finish the case.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated on (B)(4), 2010, therefore, this report requires a 5 day MDR.